Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported the patient fell a lot and was admitted to the hospital. The caller wanted to know the patient's current programmed settings after a recent ins replacement. No further complications were reported or anticipated.